Manufacturer narrative:
Isi completed the investigations on the returned instrument. Failure analysis investigation found that the pitch cable at the distal clevis hub was broken. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
On (B)(6) 2016, intuitive surgical inc., (isi) received a pk dissecting forceps instrument from the hospital with no report of a complaint. On (B)(4) 2016, isi contacted the site to obtain information regarding the returned instrument. However, the reporter had no further information to provide.